Manufacturer narrative:
The customer confirmed that no incorrect results were reported outside of the laboratory.

Manufacturer narrative:
In the test mixture the sample, the enzyme substrate nadh, and the activator pyridoxal phosphate contribute to the total absorbance. If the photometer limit is exceeded, the >abs flag occurs. The instrument performed as expected. The instrument did not flag the low value as the technical limits programmed on the analyzer did not match the measuring range provided in the method sheet. The technical limits programmed on the analyzer should be updated to the values provided in the measuring range provided in the method sheet. The limitations section of the method sheet states: "lipemic samples may cause >abs flagging. Choose diluted sample treatment for automatic rerun." An update to the instructions for use to remove the sentence " choose diluted sample treatment for automatic rerun." Is in progress. This event occurred in (B)(6).

Event description:
We received a report of discrepant results for two patient samples tested with astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation. The first sample was tested on an unknown cobas 8000 analyzer noted as "line b" and the second sample was tested on an unknown cobas 8000 analyzer noted as "line a". It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted with an ast value of 15.5 u/l accompanied by a data flag indicating high absorbance (>abs). The sample was automatically repeated by the analyzer with decreased sample volume, resulting with a value of 36.8 u/l. The sample was repeated again, resulting with a value of 17.8 u/l accompanied by an >abs data flag. The sample was automatically repeated with decreased sample volume, resulting with a value of 3.4 u/l. The sample was manually diluted 1:20 and repeated, resulting with a value of 6.9 u/l. The sample was also manually diluted 1:3 and repeated, resulting with a value of 21.9 u/l. The second sample initially resulted with an ast value of 23.5 u/l accompanied by a data flag indicating high absorbance (>abs). The sample was automatically repeated by the analyzer with decreased sample volume, resulting with a value of 19.3 u/l. The sample was also manually diluted 1:3 and repeated, resulting with a value of 32.3 u/l. The serial numbers of the analyzers designated as "line a" and "line b" were requested, but not provided.